Event description:
It was reported that the customer was not receiving insulin because the infusion set had a bent cannula. She did not receive a no delivery alarm. This incident resulted in a hospitalization. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.